Manufacturer narrative:
The inserter did not return for evaluation. Photographs were not provided. The complaint could not be confirmed. The identifying part number and/or lot number for the spacer was not provided. Review of the device history record for the inserter indicates the instrument conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Based on the information provided, the root cause could not be determined.

Event description:
It was reported the distal tip of the inserter broke off into the spacer during insertion. The distal tip was unable to be retrieved and remains inside the spacer.

Manufacturer narrative:
Additional information: d9. Yes. H3. Yes. Corrected information: h6. Medical device problem code: 1562. Device evaluation: h6. Type of investigation: 10, 3331. Investigation findings: 3251. Investigation conclusions: 22. H10. Visual inspection of the device confirmed the distal arm had detached and separated from the shaft. The distal arm did not return with the device. A portion of the tip remains inside the spacer in situ. Review of the device history record indicates the device conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The arm of the inserter is a subcomponent which features an ipsilateral prong that attaches to the interbody spacer for insertion. This type of damage is consistent when force is applied during impaction/insertion of the interbody spacer causing the distal arm to detach from the shaft. Labeling review: "warnings/cautions/precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudoarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury." "Possible adverse effects: possible adverse effects include: 1. Initial or delayed loosening, bending, dislocation, and/or breakage of device components."